Event description:
Unomedical reference number (B)(4) event occurred in poland on (B)(6) 2024, it was reported that patient's infusion set's tubing was detached from the tubing connector. The site location was patient's thigh. Moreover, the infusion had been used for one day. Reportedly, the infusions were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was dropped with the set connected to patient's body. No further information available.